Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluation by MFR: promus premier ous mr 24 x 2.50 mm stent delivery system was returned for analysis without the manifold. A visual examination of the stent found that the stent was damaged on the most proximal stent strut row with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The stent length was measured, and the result was 24 mm, this is within stent length specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 140cm proximal to distal tip and multiple kinks were also observed along several locations of the hypotube shaft. The manifold was not returned for analysis. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jan2021. It was reported that shaft kink and crossing difficulty were encountered. The patient had myocardial infarction <72 hours prior to procedure. Vascular access was obtained via right radial artery. The 90% stenosed, 22 x 2.50, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified distal left citcumflex artery (lcx). The patient also had in-stent restenosis (isr) of a previously implanted non-bsc stent in the proximal lcx. Intravascular ultrasound was used to to assess both the distal lesion and the isr. The physician used a non-bsc guidewire and a non-bsc guide catheter to cross the lesion. The proximal isr was pre-dilated with a 4.00 x 12 nc emerge and 3.50 x 30 agent balloon catheter, and the distal lesion was pre-dilated using a 15 x 2.50 emerge balloon catheter. A 24 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the physician noticed a kink on the mid shaft of the delivery system. The physician further prepared the vessel with 15 x 2.50 emerge balloon catheter, and completed the procedure with a non-bsc stent. No patient complications were reported and the patient condition was stable. However, device analysis revealed stent damage.